Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). We apologize for the lateness of this report.

Event description:
Consumer complaint of low blood results. Based on parkes error grid analysis, the bias between the lowest result in memory ((B)(6) 10:24 am - 56 mg/dl) and the highest result in memory ((B)(6) 6:51 am - 148 mg/dl) is located in zone b/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage or user had an inaccurate reference, or user reused test strip.

Event description:
Consumer complaint of low blood results. Based on parkes error grid analysis, the bias between the lowest result in memory ((B)(6) 10:24 am - 56mg/dl) and the highest in memory ((B)(6) 6:51 am - 145mg/dl) is located in zone b/d. No adverse event reported.